Event description:
Eighteen months after the cypher stent was implanted, the pt was admitted to the hosp with a chief complaint of chest pain. The pt was currently taking plavix, lipitor, lopressor, protonix, aspirin, lasix, nitro,elavil and imdur. The pt was taken electively to the cardiac cath lab, where angiography revealed an in-stent restenosis of a previously implanted 2.5 x 13mm cypher stent in their distal rca. There were no difficulties in accessing or wiring the vessel noted. The lesion was predilated three times using a 2.75 x 10 mm cutting balloon with a maximum inflation pressure of 10 atmospheres. A 2.75 x 16 mm taxus stent was implanted. Intracoronary nitroglycerin was administered. Final angiograms demonstrated satisfing results. It was reported that the pt tolerated the procedure well without any complaints of angina. The pt was discharged the next day on their usual medications and in stable condition.